Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The customer returned the bml-v442qr-30 single use mechanical lithotriptor v with its original open/unsealed package, lot#16k for evaluation due to ¿basket tip is broken¿. Device evaluation noted the customer reported issue was not confirmed . No issues were observed on the device. A visual inspection of the received condition performed and found no signs of damages or abnormalities with the basket wire and basket wire tip. Additionally, there were no issues inserting and withdrawing the basket wire from the distal end when the wire joint pipe was manipulated. Furthermore, it was unable to identify any damages with the wire joint pipe, injection port, insertion portion sheath and stopper on the device. There are no abnormalities observed on the device. The provided information of the lot number ¿16v¿ indicated that the device was manufactured in june 2021. The supplementary information number of the lot could not be confirmed. Therefore, the detailed manufacture date was not identified. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon: process inspection sheet; quality inspection sheet; nonconforming product report. Based on the confirmation result of the device provided by service business center (sbc), the basket tip was not broken and no abnormalities found on the device. The root cause of the issue cannot be determined as no problem was observed. Although the root cause of the event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the nurse was setting up for a therapeutic procedure and noticed the basket was broken at the tip. The intended procedure was completed with a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
According to the report , the customer noted that the subject device was cleaned, never used and will be returned for evaluation. To date, the subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.